Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a combination gyn, colorectal endometriosis procedure. During the colorectal portion of the procedure the doctor went to fire the device and it was more difficult than usual. More force was needed. A bubble test was performed and a leak was found. The doctor over sewed to address the leak and the procedure was completed with no patient consequences reported.